Event description:
Account experienced glass breakage. After centrifugation, when removing stoppers, the top of tubes are breaking off. One tech was cut when removing the stopper on her left index finger. Cut was washed and bandaged. Phlebotomist and pt were tested for human immunodeficiency virus and hepatitis c virus. All results were negative. No treatment was given to phlebotomist.